Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have blood glucose from 30 mg/dl to 600 mg/dl. Customer treated high blood glucose with the device. Customer treated low blood glucose with food. No troubleshooting was done. Customer will not be returning the device for analysis.